Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they received multiple sensor errors and lost sensor. The customer's blood glucose level at the time of incident was between 90mg/dl and 140mg/dl. Troubleshoot was conducted. The sensor was removed and noted to be missing the cannula. The customer was advised the sensor would be replaced and returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and found sensor broken missing broken part. Unable to confirm that the customer received the sensor damaged due to product being returned opened/used.